Manufacturer narrative:
Additional information : three (3) actual samples were received for evaluation. A visual inspection with naked eye noted a leak through the rf weld seal on all three (3) samples. Functional testing, including leak testing, clear passage testing and clamp function testing was performed; leak testing failed due to a leak through the hole in rf seal. The reported condition was verified. The cause of the event was determined to be manufacturing related. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an effluent sample bag leaked due to a hole in the bag. This was observed during use. There was no patient injury or medical intervention associated with this event. No additional information is available.